Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was blank. The remote service engineer (rse) provided the customer with the part number of the user interface (ui) assembly. Device evaluation and repair are pending. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.